Manufacturer narrative:
Immucor technical support established that the instrument test well images in question were visibly weak positive.

Event description:
On (B)(6) 2017, a customer site in europe ((B)(6)) reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.